Event description:
Upon receipt of the device, the user reported that the thermostat on the cooler heater unit was reported that the thermostat on the cooler heater unit was shutting off at 3.5 degrees celsius higher than it should. This is considered an "out of box" failure. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Tech supports had the facility's biomedical engineer (biomed) check the relay. That was not the issue. The biomed is ordering a replacement thermostat.